Manufacturer narrative:
The device is not returned. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The reported issue of the device is no image. The device is not returned so no actual device evaluation is available. However, the life of the device since production exceeds five years (10 years). The device was manufactured per specifications per the records, so the probable cause of the issue can be inferred to be as below: due to aging, it is considered that the charge couple device was unable to see the camera head image due to failure. A strong impact was applied to the camera head and the failure of the ccd made it impossible to view the camera head image.

Manufacturer narrative:
The device was observed to be defective by the sales representative. The sales representative advised the user the device will need to be sent to the national service center for evaluation and repair. To date the device has not been received., therefore the cause of no image could not be determined. No further information was reported. If additional information becomes available, a supplemental report will be filed.

Event description:
The customer reported to olympus that the device had no image. There was no patient injury reported.